Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified flush solution following the completion of an unspecified chemotherapeutic agent. It was reported that while the flush solution was being delivered, the tubing separated form the lower clave y-site. The therapy was completed; therefore, the tubing set was removed and was not replaced. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.